Event description:
Procedure type: esophagogastrectomy. According to the reporter: after applying the device, the surgeon did not see any staples at the anastomosis or abdominal cavity. A new instrument was used to complete the procedure. Surgery time was extended by 15 minutes. No blood loss was occurred. No patient injury was reported.

Manufacturer narrative:
Initial report sent: 03/20/2009.